Event description:
It was reported that the pump had flipped (B)(6) 2013 and they revised it at that point; ¿they tacked it down surgically¿. Presently patient had no issues. Drug delivered via the pump was morphine.

Manufacturer narrative:
Product ID: 8709, lot# l69918, implanted: (B)(6) 1999, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported it was attempted to access the pump, but the needle was constantly in contact with the metal. It was noted the patient described a lot of movement of the pump under the skin with certain positions such as sitting. The patient was taken to the radiology department and under fluoroscope with the radiologist and pain doctor the pump was flipped back into position, accessed, and refilled. It was also reported the patient was doing ¿fine¿ and was receiving effective therapy. It was noted there was no mechanical issue, ¿only pump flip¿.